Manufacturer narrative:
One 72200728 dyonics 4.0mm elite stonecutter burr device returned. The product has become over heated and the sluff chamber and adapter body have begun to melt. Noisy/grinding and overheating/melted material condition has been found to be consistent with the device being tested/run without or with inadequate suction/irrigation. This device is not intended to be engaged without suction either. Irreversible damage may occur to blades or burrs if they are run without the flow of irrigation (dry). This can cause bone or tissue fragments to not be excised efficiently. Periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running. Irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry). Root cause related to the manufacture of the device was not confirmed.

Event description:
It was reported that the blade made a noise when the device is rotating. No patient injury reported. Back-up device was used to complete the surgery. According to investigation results, the product has become over heated and the sluff chamber and adapter body have begun to melt.